Event description:
Customer's father reported via phone call that the battery cap on the insulin pump cannot be removed. Customer has not been able to change battery since (B)(6) 2014 and customer had to revert to back up plan. Customer's father was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly and motor assembly. Insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.